Manufacturer narrative:
Examination of the returned instrument confirms the reported observation of etching that cannot be read. The root cause is attributed to product wear out. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The patella cutting guide etching cannot be read.